Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with minor scratches on lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 130 mg/dl. Customer stated that she wore the pump in her bra and as working in the yard. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.